Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for bending during use & leakage on lot # 8205673. Investigation summary: customer returned (174) loose 32g x 4mm bd pen needles without tear drop labels attached (used) and (6) pen injectors. Consumer reported 2 of her pen needle were bent on the patient end. She does priming, she noticed when she went to inject the needle was bent and fluid came out. All 174 returned samples were examined and the following was observed: 11 bent on the npe cannula; no manufacturing defects observed . 2 broken on the npe cannula, it was also noted that two pen injectors had broken npe cannula stuck near the cartridge septum. 45 bent on the pe cannula; no manufacturing defects observed. 116 good on both the pe and npe cannula. From the 116 samples with good pe and npe cannula, 30 were randomly selected and were tested for leakage/flow using a test pen injector: all 30 passed. These same samples were then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe), outer diameter (in), lube. Sample 1, good/good, 0.0091, good. Sample 2, good/good, 0.0092, good. Sample 3, good/good, 0.0091, good. Sample 4, good/good, 0.0090, good. Sample 5, good/good, 0.0092, good. Sample 6, good/good, 0.0093, good. Sample 7, good/good, 0.0091, good. Sample 8, good/good, 0.0090, good. Sample 9, good/good, 0.0091, good. Sample 10, good/good, 0.0091, good. Sample 11, good/good, 0.0091, good. Sample 12, good/good, 0.0090, good. Sample 13, good/good, 0.0090, good. Sample 14, good/good, 0.0090, good. Sample 15, good/good, 0.0090, good. Sample 16, good/good, 0.0090, good. Sample 17, good/good, 0.0091, good. Sample 18, good/good, 0.0090, good. Sample 19, good/good, 0.0090, good. Sample 20, good/good, 0.0091, good. Sample 21, good/good, 0.0090, good. Sample 22, good/good, 0.0090, good. Sample 23, good/good, 0.0091, good. Sample 24, good/good, 0.0092, good. Sample 25, good/good, 0.0090, good. Sample 26, good/good, 0.0090, good. Sample 27, good/good, 0.0090, good. Sample 28, good/good, 0.0090, good. Sample 29, good/good, 0.0090, good. Sample 30, good/good, 0.0090, good. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent or broken npe cannula, & bent pe cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for these issues (bent or broken npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. The possible root cause for this issue (bent pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Root cause cannot be determined at this time as the issue (leakage) is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles leaked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 320122 , batch no: 8205673. It was reported: that consumers 2 of her pen needle were bent on the patient end. She does priming, she noticed when she went to inject the needle was bent and fluid came out. Verbatim: consumer reported 2 of her pen needle were bent on the patient end. She does priming, she noticed when she went to inject the needle was bent and fluid came out. Sample available. Incident date- 3-19-19; lot# 8205673; expiration date- 2022-08-31;item # 320122. Offered to send the replacement.

Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for bending during use & leakage on lot # 8205673. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles leaked. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 320122, batch no: 8205673. It was reported: that consumers 2 of her pen needle were bent on the patient end. She does priming, she noticed when she went to inject the needle was bent and fluid came out. Verbatim: consumer reported 2 of her pen needle were bent on the patient end. She does priming, she noticed when she went to inject the needle was bent and fluid came out. Sample available. Incident date- (B)(6) 2019; lot# 8205673; expiration date- 2022-08-31; item # 320122. Offered to send the replacement.